Event description:
A ventilator was returned for service. There was no harm or injury reported. During the evaluation at the manufacturer's service center, the sound abatement foam was replaced for repair. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
This MDR is being submitted as part of a batch submission of complaints that were reassessed as reportable foam degradation complaints; discovered as part of a retrospective remediation review.

Manufacturer narrative:
The manufacturer previously reported in section b.2. Required intervention to prevent permanent impairment/damage. After review, it was determined no required intervention to prevent permanent impairment/damage was reported and this was incorrectly marked in section b.2. In d1 section previously it was submitted remstar auto. But the correct brand name is remstar auto a-flex. In e1 section previously it was submitted celki international limited hkg. E1 section is updated to unknown, (B)(6). G.2 section was marked incorrectly in previous report as consumer and company representative. The correct report source should be marked consumer and foreign in g.2. In g.6 section type of report marked as 15 day. But the correct report is 15 day should not be present. In h3 section previously it was marked with yes. But the correct mark should be no. In h6 section previously type of investigation was mention as 4105 - 10. But the correct type of investigation should be 4112.